Event description:
The devices were used during a spleenectomy procedure. Reportedly the specimen pouches disengaged from the instruments into the patient's cavity. The surgeon was able to retrieve the pouches without injury to the patient.